Event description:
It was reported the stent failed to fully expand. An 8x60x130 innova self expanding stent was selected for use in a peripheral vascular lower extremity procedure in the 50% stenosed, mildly tortuous, and moderately calcified iliac artery. After rotational atherectomy treatment using a jetstream catheter and ballooning the sfa, the physician was satisfied with the result and went into the iliac artery to place an 8x60 innova stent. Upon deploying the stent, approximately 2/3 of the way through the deployment, the stent became difficult to deploy and the physician had to jiggle the device handle to get the stent to completely deploy. Upon being fully deployed, the proximal stent edge was crimped on the wire and didn't open as it should. The stent was post dilated with an 8x60 balloon, and the stent fully opposed as expected. The procedure was completed with no patient complications.